Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Patient underwent a partial knee revision procedure approximately 15 months post implantation due to recurrent hemarthrosis; the tibial bearing was removed and replaced. Patient additionally underwent an aspiration due to hemarthrosis.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Concomitant product¿ oxford femoral catalog 161470 lot 2234858; oxford tibial tray catalog 154727, lot 2379351.

Event description:
Patient underwent a partial knee revision procedure approximately 15 months post implantation due to recurrent hemarthrosis; the tibial bearing was removed and replaced.